Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the complaint was dispatched to the field service engineer (fse) department for further investigation. The fse verified the reported error by running pumps and seeing variations in all solenoid valves. Fse replaced sv1, sv2 and sv3 valves then performed prime and d-flush. Fse then proceeded to run the pumps and the pressure was stable at 10.3mpa. The customer then ran quality controls and calibrators and the results were within range and without any errors. Instrument is functioning as intended and without any errors. A 13 month complaint history review and service history review for similar complaint was performed and there were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 101 pressure low. Explanation: pump pressure fell below lower limit (pres-low). Countermeasure: execute air removal.

Event description:
The customer reported receiving error 101 pressure low on their g8 instrument. The customer performed a drain flush but the pressure is still low. The technical support specialist (tss) requested the customer to disconnect the line from the pre-filter housing and run the pump for 10 minutes but the pressure is still low. Instrument is down. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the sv1, sv2 and sv3 were returned for further evaluation. All three valves exhibited problems with low pressure delivery. The returned parts failed functional testing and the reported error was duplicated. The most probable cause of the reported issue was due to fault or failure of sv1, sv2, and sv3.